Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR reports: 1627487-2013-02709, 02710 and 02712. It was reported the pt had her system explanted due to a (B)(6) infection. The pt stated her explant date was (B)(6) 2012. No further information is available at this time. As the location of the infection is unk, all known devices are being reported. The pt has two anchors from the same lot.